Event description:
Clinical study: 6000089-2005-00929. It was reported that 92 days after a coronary artery drug eluting stenting procedure, the pt experienced a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.5mm 75% stenosed mid left anterior descending (mid lad) artery. The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 2.50x24mm and 2.50x16mm drug eluting stents in the target lesion with a 10mm overlap, without any complications. The pt was discharged the next day on plavix and aspirin. 92 days after the procedure the pt experienced a tvr. The physician treated the vessel with the placement of a taxus express2 8.8% drug eluting stent in the proximal left anterior descending artery. There were no complications. The pt was discharged the next day. In the opinion of the physician the relationship of the angioplasty to the taxus stent is "probable".

Event description:
It was further reported that target lesion I was 30mm long with residual stenosis of 0% after stenting and post dilation. Final angiography revealed excellent results and no dissection. 92 days after the procedure, the patient was admitted with domplaints of recurrent, intermittent chest jpain since her discharge. Cardiac enzymes were negative, ECG's showed no new changes from previous ECG's. The patient was referred for cardiac catheterization. Angiography at that time revealed, lmca no significant disease, lcx mild mid irregularities, lad widely patent stents, highly-eccentric calcified lesion at the ostium of the lad with a hazy segment intravascular ultrasound confirmedc a 70-80% stenosis, intravascular ultrasound confirmed a widely patent first diagonal branch, rca widely patient, svt to diagonal, 70% proximal stenosis. Intervention consisted of ptca to the ostial-proximal lad and placement of a 3.0 x8mm taxus stent, with 0% residual stenosis. Final angiography was satisfactory without compromise of the lcx and without distal dissection. Plans were made for a staged intervention to the first diagonal.